Manufacturer narrative:
The manufacturer has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of two endosseous dental implants. Implants were placed on 04/11/97 in sites #28 & #29 during a complex procedure due to a lack of buccal plate in healing extraction site. Bone augmentation was performed using freeze-dried bone and a resorbable membrane. At the time of implant failure, the patient experienced swelling. The implant was removed on 05/07/97. The removal of the other implant is covered under MFR. #1222315-1997-00274.